Event description:
On (B)(6) 2026, it was reported that on (B)(6) 2026 the user experienced hyperglycemia with a reported blood glucose of approximately 400 mg/dl, resulting in diabetic ketoacidosis and hospitalization. The user was treated with insulin and IV fluids. The user recovered and resumed ilet therapy following discharge on (B)(6) 2026.

Manufacturer narrative:
The user experienced diabetic ketoacidosis requiring hospitalization while using the ilet. The user reported that a supply change was performed on the day of the event and later removed the infusion set without examining the supplies. Engineering review identified no device malfunction alerts or factory resets. Device logs demonstrated expected system behavior, including cgm expiration and replacement, cartridge changes, insulin delivery, and appropriate annunciation of alerts. No evidence of interrupted insulin delivery, occlusion, motor error, or other device malfunction associated with the reported dka was identified. The exact cause of the dka could not be determined from the available information, and the removed supplies were not available for evaluation. Because the cause of the serious injury remains undetermined, a device contribution cannot be conclusively excluded. A supplemental MDR will be submitted if additional information becomes available.